Event description:
It was reported that during an ankle arthroscopy procedure using the ambient covac 50 ifs, the black sheathing at the tip of the wand allegedly began to melt. The procedure was completed using a competitor's product. There were no significant delays or pt complications reported as a result of this event.